Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 45mm in length, eccentric, de novo, target lesion was located in the moderately tortuous, 3.5-3.8mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 60% residual stenosis. A 4.00x20mm promus element drug-eluting stent was introduced; however, it was noted that the stent slipped from the balloon. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 45mm in length, eccentric, de novo, target lesion was located in the moderately tortuous, 3.5-3.8mm in diameter right coronary artery. The lesion contained greater than 45 and greater than 90 degrees bend. After a non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 60% residual stenosis. A 4.00x20mm promus element drug-eluting stent was introduced; however, it was noted that the stent slipped from the balloon. There were no patient complications reported. Promus element,mr,ous 4.00x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the stent had moved distally on the balloon. There was also damage to the most distal and proximal stent strut rows with stent struts lifted from the stent profile. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink on the shaft polymer extrusion 39mm proximal from the bi-component bond measured using a ruler. No other issues were identified during the product analysis.